Manufacturer narrative:
This supplemental report is being submitted to provide corrected information. Regarding the previous initial report of 8010047-2021-11966, olympus medical systems corp. (Omsc) noticed that "g3: date manufacturer received" was incorrect. The correct date is "august 31, 2021", not "aug 25, 2021". "August 31, 2021" is occurrence/finding date of "the cp board failure which prevented booting of the subject device, functional of buttons on the front panel and no image from the camera head" which were found during the incoming inspection for repair at olympus india. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root causes of the reported phenomena could not be identified. However based on the report of olympus india, omsc presumed there was the possibility these phenomena were attributed to the cp board failure of the subject device. The cause of the cp board failure could not be identified. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus(B)(4) checked the subject device for evaluation. It was found the cp board failure which prevented booting of the subject device, functional of buttons on the front panel and no image from the camera head. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus india, it was found the front panel of the subject device did not work and the image coming from the camera head was not displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.